Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Insulin pump has not been exposed to high magnetic field. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. Customer was able to clear the insulin pump alarm and able to rewind. Customer was performed displacement test and it was passed. The insulin pump will not be returned for analysis.